Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a ECG malfunction error .there was no reported patient involvement.

Manufacturer narrative:
The bench ordered replacement speaker, therapy pca and processor pca, however, the device is on a global parts hold. Once the parts are received, the device will be returned to the customer.